Event description:
It was reported that the patient presented to the clinic with an expired emergency backup battery (ebb). On interrogation, no external power and pump stop alarms were found to have occurred on (B)(6) 2022 at 0824. The patient did not remember the alarm. A review of the log files confirm that a pump stop occurred on (B)(6) 2022. This was determined to be cause by normal battery depletion of both the external batteries and the ebb causing the pump/controller to shut off. It was uncertain how long the patient was off support. The pump resumed normal operation once external power was restored. Additional low battery hazard events with ebb usage were recorded. The yellow wrench seen in the log is a result of the controller clock resetting during the loss of all power event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.